Manufacturer narrative:
As no lot# was provided, a review of the device history record, complaint history database, nonconformance's and capas could not be completed. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified: on or about on (B)(6) 2022, patient underwent a surgical procedure to treat her stress urinary incontinence, during which her physician, implanted the coloplast altis single incision sling mesh. Patient subsequently suffered complications associated with the pelvic mesh product, including but not limited to, pelvic pain, protrusion, extrusion, erosion, urinary issues, urinary infections, recurrence, bleeding, dyspareunia, heavy discharge, vaginal scarring, permanent disfigurement, exposure of the mesh to surrounding tissue/organs, and difficulty with daily activities, which ultimately required surgical intervention and removal of mesh on (B)(6) 2024. As a result of these life-altering and, in some cases, permanent injuries, plaintiff has suffered and will continue to suffer severe emotional pain and injury and has suffered and will suffer apprehension of increased risk for injuries, infections, pain, mental anguish, discharge, and multiple removal and/or corrective surgeries as a result of implantation of pelvic mesh products.